Manufacturer narrative:
It was reported that "bed makes a noise when raising and lowering the whole bed and the head section. They think there is an issue with the drive shaft." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the "bed makes a noise when raising and lowering the whole bed and the head section. They think there is an issue with the drive shaft."